Event description:
The customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.